Event description:
Allegedly intraoperatively, the implant would not fit into its place in spite of several tries; surgeon replaced with another lot of same product - surgery extended greater than 30 minutes.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be updated. This is the same event occurred in (B)(6).